Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong nxt is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt placed in a patient¿s arm with a small leak. The leak is observed along the catheter shaft in between the insertion site and the connector joint of the groshong. Evidence of use as well as biological residue is observed. Although a leak is observed, no details or distinguishing features of the damage can be discerned from the sample in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, leakage of fluid 5 cm before catheter leakage. Reopened a pack of 7655405. No other information was provided.